Manufacturer narrative:
Product ID 3889-28, lot# va08f1l; product type lead. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer. She needed assistance increasing stimulation because she could barely feel it even when she laid down on her back or side. She continued to see the poor communication screen and could not communicate with and without the antenna attached. The patient was recently implanted and still had bandages/ swelling. The patient took off the bandage herself because, it was a small one. There was pain/ soreness at the implant site. It hurt the patient when she placed the antenna over the implantable neurostimulator site. When they set the patient's amplitude after implant, it was increased to 4v and she was told it was a very low setting to be at. They increased it till she could feel stimulation sensation and stopped there. The patient appeared to have confusion regarding the location of the implant site and little to no knowledge how the patient programmer worked. Her first post-operative appointment with the managing health care professional was set 3 weeks after report. Additional information from the health care professional reported that the patient was seen at the office on 2015 (B)(6). She had a urinary tr act infection and was treated. The patient had a second programmer training and she left happy. No further information was provided. If additional information is received, a follow up report will be sent.